Event description:
Litigation alleges that patient experienced pain and suffering, additional unforeseen surgeries, and metallosis. Patient is not scheduled for an explantation, but is regularly being monitored for chromium/cobalt ions and hip fraction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that patient experienced pain and suffering, additional unforeseen surgeries, and metallosis. Patient is not scheduled for an explantation, but is regularly being monitored for chromium/cobalt ions and hip fraction; doi: (B)(6) 2008 - dor: none reported (right hip); patient is a resident of (B)(6). Update - (B)(6) 2014 - der rec'd. Updated dor, patient age, height and weight, hospital, sales rep information and added sleeve. Cup reported however confirmation on der that remains insitu. Reason(s) for revision : elevated cocr levels

Manufacturer narrative:
(B)(4).

Event description:
Update (B)(6) 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised to address painful prosthesis and elevated metal levels. Revision notes reported brownish-stained bursal fluid, pseudocapsule, and burnishing on the head. There were no laboratory results provided for the metal ions. Added stem to the complaint due to alleged elevated metal ions. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.